Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 30 mmol/l. It was stated that the customer had been vomiting all night due to the elevated blood glucose. It was stated by the hcp, that the customer had viral gastroenteritis and subsequently experienced high blood glucose, leading to diabetic ketoacidosis. Troubleshooting was not possible as the customer was driving at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.